Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 clarifier- re-insertion.

Event description:
It was reported that the procedure was to treat heavily calcified, heavily tortuous circumflex artery. The 2.25x15mm xience skypoint delivery system (sds) was attempted to be advanced; however, failed due to anatomy. The device was removed and the lesion was ballooned. A second attempt was made to advance the sds, but again failed. The device was removed and an extension guide catheter was advanced. The sds would not advance or retract from within the guide extension catheter; therefore, both were removed as a single unit. It was noted that the stent no longer remained on the sds; however was removed with the entire unit. Then a 2.5x23mm and 3.25x15mm xience skypoint failed to cross due to anatomy. A fourth stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual and functional test was performed on the returned device. The reported difficult to remove and difficult to advance could not be tested due to the device condition. The reported failure to advance could not be tested as it was based on operational context. The reported device dislodged or dislocated was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the stent delivery system (sds) was inserted into the anatomy, removed, and then reinserted back into the anatomy. It should be noted that the xience skypoint instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.